Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 500 mg/dl. The customer also had ketones. The caller felt that the insulin pump was not delivering insulin when it was supposed to. The customer was told that she was mostly dehydrated and was sent home. The next day, the customer was found unresponsive, and was taken to the hospital again. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery alarms in the alarm history. Found that the bolus history was inaccurate. Advised the caller that the insulin pump would be replaced. Nothing further was reported.